Event description:
It was reported that the device and lv (left ventricular) lead were explanted due to high lv lead impedance through the device. The impedance was ok through the analyzer. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This device and lead were explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. The ICD is part of the advisory for this model. Evaluation summary: detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.